Event description:
It was reported that the patient passed away due to right heart failure. No additional information was provided.

Manufacturer narrative:
Due to system limitation the following was added to h10 of MDR: section h6: health effect - clinical code e2343 hemodynamic instability. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported right heart failure and patient outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable fully intact and connected to the modular cable. Approximately 4¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed coagulated blood in the inflow cannula, the rotor well, the pump cover, pump outflow, and outflow cannula graft attachment. The depositions were loose and displayed little to no structure, suggesting that they developed acutely post-support. The account also communicated that the device was functioning properly at the time of death, suggesting that the depositions were not present during support. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured a gradual decline in flow beginning on (B)(6) 2023, consistent with the report that the patient expired on that day. The log files appeared to capture the device functioning as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. A, is currently available. Section 1 of this IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the right heart failure had developed on (B)(6) 2023 with a cardiac index less than 2.0.

Event description:
It was later reported that the patient experienced renal dysfunction with ongoing dialysis treatment on (B)(6) 2023. Maximum creatinine was 0.45 mg/dl. They also suffered with respiratory failure, with ongoing intubation at the time.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: primary UDI corrected. Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Furthermore, a specific cause for the reported infection could not be determined. (B)(6) was returned assembled with the pump cable fully intact and connected to the modular cable. Approximately 4¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed coagulated blood in the inflow cannula, the rotor well, the pump cover, pump outflow, and outflow cannula graft attachment. The depositions were loose and displayed little to no structure, suggesting that they developed acutely post-support. The account also communicated that the device was functioning properly at the time of death, suggesting that the depositions were not present during support. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured a gradual decline in flow beginning on (B)(6) 2023, consistent with the report that the patient expired on that day. The log files appeared to capture the device functioning as intended. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 of this IFU lists multiple organ dysfunctions/failures (including right heart failure, respiratory failure, and renal dysfunction), cardiac arrhythmia, infection, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The heartmate 3 lvas patient handbook, rev. C, is also currently available. This handbook also contains information about preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a strong case of right heart failure on (B)(6) 2023 after pump implantation and was later implanted with a right ventricular assist device (rvad). The device was assumed to be related to the right heart failure was it occurred after pump implantation. The urine output was not collected afterwards so continuous hemodiafiltration (chdf) was introduced. The patient's central venous pressure (cvp) was over 18 mmhg, and the cardiac index was less that 2.0 liters/minute/meter squared. The patient had peripheral edema and intermittent ventricular tachycardia, so amiodarone was introduced. The patient was treated with catecholamine. On day nine, oxygenation worsened so the patient was reintubated and a veno-venous extracorporeal membrane oxygenation (vv-ECMO) was placed, but their effects were limited. The patient developed bacteremia which led to multiple organ failure. The patient passed away on (B)(6) 2023 due to right heart failure. The outcome was not related to the device. The device operated as expected.

Manufacturer narrative:
Section d4: catalog number corrected. Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , did not reveal any device-related issues. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported events and patient outcome could not be conclusively determined through this evaluation. Furthermore, a specific cause for the reported infection could not be determined. (B)(6) was returned assembled with the pump cable fully intact and connected to the modular cable. Approximately 4¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed coagulated blood in the inflow cannula, the rotor well, the pump cover, pump outflow, and outflow cannula graft attachment. The depositions were loose and displayed little to no structure, suggesting that they developed acutely post-support. The account also communicated that the device was functioning properly at the time of death, suggesting that the depositions were not present during support. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) rev. A, is currently available. Section 1 of this IFU lists multiple organ dysfunctions/failures (including right heart failure and renal dysfunction), cardia arrhythmia, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection.". Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The heartmate 3 lvas patient handbook rev. C, is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.